Event description:
Customer reported that he was hospitalized for four days due to diabetic ketoacidosis. Customer stated that the insulin pump has a motor error. It started working intermittently and then it stopped functioning. Customer stated that he did not receive any error alarms blood glucose value at the time of the admission was 800 mg/dl; treated with manual insulin injections. Customer was wearing the insulin pump at the time of hospitalization. Customer did not have batteries available to troubleshoot the device. Customer is concerned the insulin pump would not work and requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.